Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the device did not pass flow accuracy testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be that the lower valve of the pressure plates was cracked. The lower link switch requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) pump had a flow rate that was low. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.